Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was experiencing low flow alarms. They had a known extrinsic outflow graft obstruction (eogo) with 70% stenosis of the outflow graft (ofg). A percutaneous stenting was being planned for the following week. The patients low flow alarms had been increasing in frequency and duration. Log files were sent for review. The event log file captured low flow alarm events on (B)(6) 2024. There were also several momentary low flow events recorded.

Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Section b3: date of event corrected. Section h6: health effect - impact code and medical device problem code corrected. Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) was confirmed through analysis of the submitted computed tomography (CT) images. A direct correlation between the device and the reported events could not be conclusively established. Review of the submitted controller event log file captured several low flow alarms on (B)(6) 2024 in the setting of elevated pi, as well as numerous low flow fault flags that did not persist long enough to activate a low flow alarm. No other notable events were recorded. The pump appeared to function as intended throughout the duration of the log file. The customer submitted 3 CT images for review. The images showed narrowing of the outflow graft due to tissue buildup underneath the bend relief, consistent with eogo. One of the images showed a cross-section of the outflow graft and bend relief with eogo evident. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, introduction¿, provides an explanation of pump parameters, including flow. The IFU also lists adverse events that may be associated with the use of the hm 3 lvas. This document also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 explains that post-implantation hypertension may be treated at the discretion of the attending physician. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had trace aortic insufficiency prior to implant with the left ventricular assist device (lvad). Approximately 1 year after implant, the aortic insufficiency was classified as mild to moderate following an echocardiogram on (B)(6) 2023. The aortic insufficiency progressed to severe approximately 2 years after implant during an echocardiogram on (B)(6) 2024. It was not definitively clear how the worsening aortic insufficiency corresponded with the device implant. It was also reported the patient had a computed tomography angiography (cta) prior to transcatheter aortic valve replacement (tavr) on (B)(6) 2024, which revealed an incidental finding of an extrinsic outflow graft obstruction with 70% stenosis of their outflow graft. There was interval development of moderate to severe intimal hyperplasia within the proximal half of the outflow graft to the left ventricular assist device (lvad). Additionally, a tavr was performed on (B)(6) 2024 with resolution of the severe aortic insufficiency to follow. The patient's international normalized ratio (inr) goal was 1.8-2.5, and was adjusted on (B)(6) 2024 due to recurrent nose bleeds after eogo was diagnosed. The patient had been mostly therapeutic with lowest outpatient inr over the last year at 1.6. It was stated that on (B)(6) 2024 the speed was reduced from 5800 to 5700 due to worsening aortic insufficiency (ai) and was further reduced to 5400 post transcatheter aortic valve replacement (tavr) and slowly ramp back to 5700 over 3 months while ensuring tavr valve remained well seated. A computed tomography angioplasty (cta) was performed on (B)(6) 2024, which showed suspected stenosis in the outflow tract immediately distal to the lvad device (ofg obstruction). The anastomosis of the lvad at the ascending aorta appeared patent. The remainder of the circuit also appeared widely patent. It was stated that the patients lactate dehydrogenase (ldh) remained within defined limits. On (B)(6) 2024 the patient was experiencing low flow alarms. The patients low flow alarms had been increasing in frequency and duration. The patient had reported some dizziness and pre-syncopal episodes during the low flows. A percutaneous stenting of the ofg was being planned for the following week. An intravascular ultrasound (ivus) confirmed 71.5% stenosis in the ofg. A stent was placed, which improved narrowing of the ofg on ivus. The patient had a reduction in low flow alarm burden but still with occasional low flow alarms believed to be related to recovered left ventricular (lv) function and transient hypertension. It was planned to manage blood pressure with increase in angiotensin receptor blocker (arb). A low flow system controller was considered with recovered lv functions. An echocardiogram was performed on (B)(6) 2024 with estimated ejection fraction (ef) of 55-60% and lv end-diastolic diameter of 3.5cm. Dizziness was stated to have improved.

Manufacturer narrative:
B1: type of report, updated. B3: event date updated. B5: additional information. H6: health effect-clinical, health effect- impact, device problem code, updated. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.